Manufacturer narrative:
One 7.5mm tts adult tracheostomy tube was returned for investigation. During functional testing, 10cc's of air was inserted into the device; however, the cuff was unable to inflate due to a leak. Using magnification, the cuff was examined and a small hole/puncture was observed at the leak. Investigation was unable to determine the root cause of the hole/puncture in the device cuff; however, no evidence was found to suggest an intrinsic manufacturing defects.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a portex bivona adult tts" tracheostomy tube balloon was broken and resulted in cuff leakage. This event occurred spontaneously in a nursing home after the device was in use with a patient for two hours, as observed by a home health professional. The cuff patency was tested prior to use and was filled with sterile water. The tracheostomy tube was replaced with a new kit once the failure was observed. The event was considered resolved. No patient injury was reported.